Event description:
Customer reported the system is displaying collimator stuck and collimator too large errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the ffb and back plane. System operates as intended.